Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mako mics handpiece broke towards end of case. Surgeon able to complete surgery without impact on patient or time.

Manufacturer narrative:
Reported event: it was reported that the mics went down during a tka case. Product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of device history records indicate 25 devices were manufactured under lot k07gk and 24 including 4200677 were accepted into final stock on 6/14/16. Review of qt16- 06- 0063 revealed the non conformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number k07gk shows 03 additional complaints related to the failure in this investigation. This complaints are pr (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is (B)(4) and CAPA 1450904.

Event description:
Mako mics handpiece broke towards end of case. Surgeon able to complete surgery without impact on patient or time.